Manufacturer narrative:
The pump was not returned to tandem diabetes care; therefore, a device evaluation was unable to be performed. Control-iq technology relies on current cgm sensor readings and will not be able to accurately predict bg levels and adjust insulin delivery if for any reason the cgm is not functioning properly. The information provided regarding the event is insufficient for dexcom to perform an evaluation of cgm sensor/transmitter data; therefore, an evaluation is unable to be performed for this event. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading ranged from 126-127 mg/dl, and the meter bg reading ranged from 425-426 mg/dl. This level of inaccuracy does not present significant medical risk according to the parkes error grid. As a result of the decreased basal the customer was hospitalized and subsequently admitted to the intensive care unit (ICU) due to the customer's blood glucose (bg) level rising to 432-433 mg/dl. Prior to the hospitalization, the customer delivered a correction bolus in attempt to treat high bg. Customer was treated with intravenous saline and insulin, dextrose and unspecified medications while in the ICU. At the time of the call the customer had not been released from the ICU. System check with tandem technical support did not identify any additional issues with the pump or related supplies. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.